Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient h3: analysis of the controller serial# (B)(6) found the recharger system connector was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that last night the patient noticed their controller was "dead", for it would not charge at all. The patient put aa batteries into the controller and the controller did not turn on or want to charge. During the call, the patient examined the controller charging port and the pins looked crooked and weird. The patient verified there was no damage to the ac power supply and a green light was on. The patient removed the controller battery and plugged the controller into the ac power supply, and the patient verified the controller did not turn on. The issue was not resolved. An email was sent to the repair department to replace the controller. No patient symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: nld013242n); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.